Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric scanner was not functioning. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric scanner was not functioning. The field service engineer (fse) checked and reseated cables, reboot station but bio ID scanner did not power on. Then, the fse replaced the biometric scanner and contacted technical support for assistance in updating the biometric scanner drivers. After updating the drivers, the biometric scanner was tested and confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.